Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The polarx fit balloon was selected for use during the myocardial cryoablation to treat atrial fibrillation (a fib). It was reported that the error console detected blood in the catheter occurred during an additional attempt to cool the right inferior pulmonary vein (ripv). All the pulmonary veins had already been successfully isolated. They switched the device to a non-bsc ablation catheter. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The returned polarx fit balloon catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
The polarx fit balloon was selected for use during the myocardial cryoablation to treat atrial fibrillation (a fib). It was reported that the error console detected blood in the catheter occurred during an additional attempt to cool the right inferior pulmonary vein (ripv). All the pulmonary veins had already been successfully isolated. They switched the device to a non-bsc ablation catheter. The procedure was completed successfully without patient complications. The device is expected to be returned.